Event description:
The facility returned the device for service. During service, the baxter technician found a fail code 500:320:844:0000 in the event history. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 26 2007. Evaluation summary:the condition of failure code 500:320:844:0000 was confirmed. Inspection of the device found that this fail code was caused by a defective front bezel; therefore the front bezel was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.